Event description:
It was reported that the user, new to the ilet pump, experienced elevated blood glucose of 286 mg/dl after eating and not announcing the meal, and was guided to perform a meal announcement; this reflects an improper or incorrect use procedure involving the device¿s user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to failure to follow instructions for meal announcements on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.